Event description:
High lead impedance was reported. The 102 generator failed to interrogate in pre-op (as expected) and after the patient¿s replacement high impedance was seen. It was indicated that the replacement generator displayed normal impedance when connected to a test resistor. It was indicated that the patients physician has decided to try to manage the patient with the impedance as is for the time being. Full troubleshooting was performed with the lead and new generator to confirm proper pin insertion. Including multiple attempts at; reinserting the pin, cleaning off the pin and multiple system tests. The surgeon ultimately did not want to replace the lead as there was no consent. No known lead replacement surgery has occurred to date. No additional relevant information has been received to date.